Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the reported sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the libre sensor and reported complaint and the review did not identify any trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low/high glucose alarm did not sound and customer experienced leg to chest cramps and seizure. The customer was able to regain composure and self-treat (unspecified). No further details were provided and there was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low/high glucose alarm did not sound and customer experienced leg to chest cramps and seizure. The customer was able to regain composure and self-treat (unspecified). No further details were provided and there was no report of third-party intervention. There was no report of death or permanent injury associated with this event.